Event description:
The doctor had difficulty passing the dilator through the sheath. He was then unable to pass the iab through the sheath. The iab was removed and a second iab was used. The problem appeared to be sheath related. (Event complications: unknown- reported 12/3/97.) (Pt's current status:unk- rpt'd 12/3/97.)

Manufacturer narrative:
Evaluation summary: the iab was received intact for evaluation with the membrane noted to be completely folded. Blood was noted on the exterior of the iab and within the inner lumen. The sheath used with the iab (as indicated on the returned datasheet or during the initial complaint report) was not returned for evaluation. The catheter o.d. Was measured and found to be within datascope's manufacturing specifications. The folded membrane appeared normal under room light and polarized light. As a test, a vacuum was drawn on the folded membrane using a lab 60 cc. Syringe and one-way valve. With the vacuum maintained, the folded membrane easily passed through a lab 10 french, 11 inch sheath without any difficulties. Probable cause of difficulty: no defect was found in the balloon's folded membrane or in the iab catheter. It was not possible to verify the reported difficulty in the lab. Having the opportunity to examine the original sheath used with the iab may have provided some additional insight into the encountered problem. In general, difficulty advancing the iab into the sheath may be attributed to one or more of the following: the user may have not drawn a sufficient vacuum on the balloon during its removal from the blister tray. If drawn, a vacuum may have not been maintained throughout the insertion procedure. During the insertion and advancement of the sheath, the sheath may have hit the opposing wall of the artery causing it to kink. The patient may have had a severe vessel toruosity resulting in poor balloon insertion and advancement into the sheath. During iab insertion, the balloon tip may have hit the opposing wall of the artery as it exited the end of the sheath.